Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited intermittent, high, out-of-range shock impedance measurements of greater than 400 ohms. X-ray imaging was performed, and a slight kink in the electrode as it exited the header was noted. When testing impedance measurements with different maneuvers and postural changes, everything appeared normal. Therapy was programmed off. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted. The patient did not require a new device due to improved ejection fraction. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited intermittent, high, out-of-range shock impedance measurements of greater than 400 ohms. X-ray imaging was performed, and a slight kink in the electrode as it exited the header was noted. When testing impedance measurements with different maneuvers and postural changes, everything appeared normal. Therapy was programmed off. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted. The patient did not require a new device due to improved ejection fraction. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited intermittent, high, out-of-range shock impedance measurements of greater than 400 ohms. X-ray imaging was performed, and a slight kink in the electrode as it exited the header was noted. When testing impedance measurements with different maneuvers and postural changes, everything appeared normal. Therapy was programmed off. The s-ICD system remains in service. No adverse patient effects were reported.